Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope core smart cable. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issues. When connecting the customer's video baton 2.0 and smart cable to a known, good, working test monitor, the image would intermittently split screen when the connection between the baton and cable was manipulated. The verathon technical service representative repeated the test switching out the customer's smart cable with a known, good, test smart cable, and the image issue continued to persist on the customer's video baton 2.0. The verathon technical service representative last connected the customer's smart cable to a known, good working test monitor and video baton 2.0, and the image was observed as stable and clear. The camera image quality test was performed and failed for the glidescope video baton 2.0 large. The verathon technical service representative isolated the issue to the glidescope video baton 2.0 large only. All other customer equipment was working as intended. Upon completion of the evaluation, the customer's glidescope video baton 2.0 large was scrapped, and the customer was provided a replacement due to no repairs being available for this device. The replacement glidescope video baton 2.0 large and glidescope core smart cable were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope video baton 2.0 large, the image would disappear and split screen due to a "bad connection" between the glidescope video baton 2.0 large and glidescope core smart cable. No report of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the customer's glidescope core smart cable. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issues. When connecting the customer's video baton 2.0 and smart cable to a known, good, working test monitor, the image would intermittently split screen when the connection between the baton and cable was manipulated. The verathon technical service representative repeated the test switching out the customer's smart cable with a known, good, test smart cable, and the image issue continued to persist on the customer's video baton 2.0. The verathon technical service representative last connected the customer's smart cable to a known, good working test monitor and video baton 2.0, and the image was observed as stable and clear. The camera image quality test was performed and failed for the glidescope video baton 2.0 large. The verathon technical service representative isolated the issue to the glidescope video baton 2.0 large only. All other customer equipment was working as intended. Upon completion of the evaluation, the customer's glidescope video baton 2.0 large was scrapped, and the customer was provided a replacement due to no repairs being available for this device. The replacement glidescope video baton 2.0 large and glidescope core smart cable were returned back to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care patient procedure, using a glidescope video baton 2.0 large, the image would disappear and split screen due to a "bad connection" between the glidescope video baton 2.0 large and glidescope core smart cable. No report of a delay in the procedure, use of a backup device, or harm to the patient or user was reported.